Manufacturer narrative:
On may 19, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 17, 2025, mentor received additional information regarding the replacement device. It was reported that the replacement device was a 370cc mentor memorygel boost breast implant (catalog number shpb370) with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2025, mentor received additional information regarding the patient. It was reported that the patient was 32 years old at the time of event. On march 25, 2025, mentor received additional information reporting that the patient is to undergo device explantation on (B)(6) 2025. Section d6b. Explantation date: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a caucasian female patient underwent a breast surgery with a 325cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the right side post-operatively. It was stated that the right side was feeling firm and also looked malposition laterally when raising the arm. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On april 03, 2025, mentor received additional information regarding the event. It was also reported that the patient had tried a course of singular, oral antibiotics, and anti-inflammatories as well as massages. This made no difference. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the smooth hpg, 325cc breast implant had two (2) tears (a & b) on the anterior view, measuring approximately 0.1 cm each. Microscopic examination was performed on the edges of the tears (a & b), and parallel striations were found in the whole area of both. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.